Manufacturer narrative:
It appears that the wheelchair and/or parts involved in this incident are being returned to sunrise medical (us) llc. If and when the chair/parts are received, our internal failure investigator will complete the investigation and a follow up report will be filed.

Event description:
Dealer reported to sunrise medical that the frame cracked near the left rear side of the chair where the back rest bolts to the frame. Dealer alleges that the end user was getting dressed when the frame broke. The end user reported to the dealer that he did fall out of his chair, but that there were no injuries.